Event description:
Boston scientific received information that this pacemaker triggered lead safety switch (lss) due to high out-of-range (oor) pacing lead impedance for the right ventricular (rv) lead. Pocket manipulation was done and impedance was at 600 ohms. The patient was not a pacer dependent and would be re-checked after a month. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.